Manufacturer narrative:
General information: implantation had been performed by an experienced surgeon. The patient has been in pain from the beginning of december 2019. He will come to the hospital in the beginning of march 2020 to have infiltration therapy applied. If the situation does not improve a revision surgery will be recommended. The metha stem seems to have loosened. " consequences for the patient: post-operative medical intervention was necessary a revision surgery. Failure description: due to a lack of components, a failure description is not possible. Investigation: due to a lack of components, an investigation is not possible. Pictorial documentation: due to lack of components, a pictorial documentation is not possible. Batch history review: the device history records have been checked for the available lot number and found to be according to the specification, valid at the time of production. No further complaints registered against the same lot number (52364323). Conclusion and root cause: the failure is most probably patient / usage related. Rationale: on the basis of the current information and without a product for investigation, a clear conclusion can not be drawn. The device history records have been checked and no abnormalities could be observed. The complaint history for the metha stems as well as for the specific lot is inconspicuous, see point 7. Statistical analysis. Based on the market surveillance, there is no systematic failure. Furthermore, there is no indication for a design-related error. Several reasons can lead to a loosening of such a stem, e.g.: - osteolysis; - patient behaviour; - infection; - implantation situation. No CAPA necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with metha cap. According to the customer description, the implantation had been performed by a surgeon who has been implanting metha since 2012. He suspects a product problem, because several revisions have been necessary in the last month. The first implantation for the patient was in (B)(6) 2018. The patient has been in pain from the beginning of (B)(6) 2019. He will come to the hospital in the beginning of (B)(6) 2020 to have infiltration therapy applied. If the situation does not improve, a revision surgery will be recommended by the surgery. The metha stem seems to have loosened. An additional medical intervention was necessary. The adverse event/malfunction is filed under (B)(4). Involved components nv114d - biolox delta insert h 36mm sym.- 52424257. Nv154t - plasmafit plus cup size 54mm h - 52404290. Nk651d - biolox delta prosth.head 12/14 36mm m - 52425340.